Event description:
It was reported that during the implant procedure, the lead would not insert into the neurostimulator header block. A new device was used and the lead was inserted without difficulty. Additional information was requested.

Manufacturer narrative:
(B)(4).